Manufacturer narrative:
The cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 550 mg/dl with polydipsia associated with a cartridge cap issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient's bolus settings by their healthcare provider. During troubleshooting with customer technical support, it was revealed that the cap was out of warranty and had a missing part. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.